Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, loss of capture was observed on the right ventricular (rv) lead and left ventricular (lv) lead. Dislodgement of the rv lead and lv lead was confirmed with an x-ray. During the revision procedure, it was noted that the right atrial (ra) lead was also dislodged. The physician suspected the dislodgements were due to twiddler's syndrome. The rv, lv and ra leads were explanted and replaced to resolve the event. The patient was in stable condition. Associated manufacturer report numbers: 2938836-2020-07670 and 2017865-2020-09980.

Manufacturer narrative:
As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts.